Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was unable to be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that when trying to acquire the initial images for the procedure, the system would not take a 2d image. A manufacturer representative who was present rebooted the system multiple times without resolve. The use of imaging was aborted, and procedure was completed without the use of navigation. This issue occurred intraoperatively and caused a 20-minute surgical delay. There was no reported impact on patient outcome.